Event description:
It was reported that the patient's vns was explanted due to infection. No additional relevant information has been received to date. Review of the generator and lead device history records confirmed sterilization was performed prior to distribution.

Event description:
The patient's neurologist (the initial reporter) was notified of the explant by the patient's parents and has no further information regarding surgery. Additionally, the patient's implanting surgeon stated he did not have any information regarding the surgery or infection. No further relevant information has been received to date.